Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away. There were no reports of device-related issues from the patient prior to the passing and the patient had been receiving effective pain relief. Nevro attempted to obtain a medical assessment from a physician but no additional information was available.

Manufacturer narrative:
Follow-up indicated that the physician believes the patient's death was not likely related to the device. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.